Event description:
The recipient's device was reportedly explanted due to a CT scan showing erosion of the posterior canal wall. The electrode reportedly was partially extruded through the dehiscence resulting in soft tissue reaction in the external auditory canal. The recipient's device was explanted. The recipient was not reimplanted. Conservative oral and topical antibiotic treatments were provided. The recipient has fully healed.

Manufacturer narrative:
Corrections: sections b.3 & d.6b. Additional information: section d. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top and bottom covers, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On july 5, 2022, the recipient was reportedly reimplanted with another advanced bionics cochlear device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.